Manufacturer narrative:
This report is based on device return and analysis. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) analysis confirmed the device would not power up. The cause was the main pcb (printed circuit board). The battery release and battery drawer were also found to be contaminated, and the upper and lower cases ring and side bail covers were broke.

Event description:
It was reported the unit will not turn on, and it was turning itself off. Follow-up information received determined there was no patient involvement. The device subsequently tested out of specification during manufacturer's analysis.